Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer's blood glucose level was 389 mg/dl. Customer stated that she checked her blood glucose level and inputted it into the pump. The customer then received a button error. Customer had treated with a manual injection. Customer has been sick and has been taking a lot of medication, which is why her blood glucose level was running high. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm noted. The device had minor scratches to lcd window, cracked case near lcd window corners, scratched reservoir tube window, cracked reservoir tube lip, broken belt clip slot, cracked battery tube threads, and stained end cap sticker.